Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 437 mg/dl. The customer had symptoms such as diarrhea. The customer treated with manual injections. Customer reported the drive support cap to appear normal. The customer performed 5 unit fixed prime and saw drops and no issues. The product was not returned for analysis.